Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), urinary tract disorder ("urinary problems"), incontinence ("incontinence"), weight increased ("weight gain"), menorrhagia ("heavy menstruation"), sexual dysfunction ("sexual dysfunction, which became progressively worse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (essure was removed via bilateral salpingectomy on (B)(6) 2016.). Essure was withdrawn. At the time of the report, the pelvic pain, urinary tract disorder, incontinence, weight increased, menorrhagia, sexual dysfunction and procedural pain outcome was unknown. The reporter considered pelvic pain, urinary tract disorder, incontinence, weight increased, menorrhagia, sexual dysfunction and procedural pain to be related to essure. The reporter commented: since having the surgery, the consumer´s symptoms were mostly resolved. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A bilateral salpingectomy was performed to remove micro-inserts around 6 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between event and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device expulsion ("devices that went into the sides of the uterus"), menorrhagia ("heavy menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("bleeding") in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state and overweight. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodon) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspnoea ("shortness of breath"), wheezing ("wheezing"), cough ("coughing"), pruritus ("itching"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), heart rate irregular ("blood or heart disorder/condition type: irregular heartbeat"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), back pain ("back pain"), hot flush ("hot flashes"), temperature intolerance ("cold intolerance") and insomnia ("insomnia"). In (B)(6) 2010, the patient experienced depression ("depression"). In 2010, the patient experienced weight increased ("weight gain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) : uti"), visual impairment ("vision/eye problems") and alopecia ("hair loss"). In 2011, the patient experienced gastrointestinal inflammation ("gi inflammation"). In 2012, the patient experienced fatigue ("adrenal fatigue"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("sexual dysfunction, which became progressively worse"), urinary incontinence ("bladder or urinary problems or changes : urinary incontinence"), micturition urgency ("urinary urgency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"). On (B)(6) 2016, the patient experienced breast swelling ("breast swelling"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), incontinence ("incontinence"), procedural pain ("painful post-operative recovery"), constipation ("constipation"), adnexa uteri pain ("ovary pain"), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), amnesia ("memory loss"), feeling abnormal ("brain fog"), hormone level abnormal ("hormonal imbalance"), ill-defined disorder ("illness") and inflammation ("inflammation"). The patient was treated with surgery (essure was removed via bilateral salpingectomy on (B)(6) 2016), surgery (underwent surgery), surgery (on (B)(6) 2016 underwent hydrothermal ablation), surgery (ablation) and surgery (underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, gastrointestinal inflammation and inflammation was resolving, the device expulsion, urinary tract disorder, incontinence, female sexual dysfunction, procedural pain, dyspnoea, wheezing, cough, pruritus, urinary tract infection, autoimmune hypothyroidism, anxiety, depression, urinary incontinence, micturition urgency, headache, heart rate irregular, dysmenorrhoea, dyspareunia, visual impairment, fatigue, constipation, abdominal pain, arthralgia, back pain, breast swelling, hot flush, temperature intolerance, adnexa uteri pain, insomnia, genital haemorrhage, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal and ill-defined disorder outcome was unknown and the weight increased and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, back pain, breast swelling, constipation, cough, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal inflammation, genital haemorrhage, headache, heart rate irregular, hormone level abnormal, hot flush, ill-defined disorder, incontinence, inflammation, insomnia, menorrhagia, micturition urgency, migraine, pelvic pain, procedural pain, pruritus, temperature intolerance, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and wheezing to be related to essure. The reporter commented: since having the surgery, the consumer´s symptoms were mostly resolved. Current weight 200 lbs. Right- 3 coils, left- 3coils. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming -menorrhagia,pelvic pain,dysmenorrhea,dyspareunia" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: genital haemorrhage, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal, ill-defined disorder, inflammation, device expulsion, procedural pain" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('bleeding'), device expulsion ('devices that went into the sides of the uterus'), menorrhagia ('heavy menstruation / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included multiparous (7). Concurrent conditions included postpartum state and overweight. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodon), progesterone, ranitidine hydrochloride (zantac) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspnoea ("shortness of breath"), wheezing ("wheezing"), cough ("coughing"), pruritus ("itching"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), back pain ("back pain") and insomnia ("insomnia") and was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heartbeat"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems : depression"). In 2010, the patient was found to have weight increased ("weight gain") and experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) : uti"), visual impairment ("vision/eye problems: vision worsened") and alopecia ("hair loss"). In 2011, the patient experienced gastrointestinal inflammation ("gi inflammation"). In 2012, the patient experienced hot flush ("hot flashes") and temperature intolerance ("cold intolerance"). In 2012, the patient experienced breast swelling ("hormonal changes : breast swelling"). In 2012, the patient experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid") and fatigue ("adrenal fatigue/being tired"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("sexual dysfunction, which became progressively worse/apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes : urinary incontinence"), micturition urgency ("urinary urgency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), incontinence ("incontinence"), procedural pain ("painful post-operative recovery"), constipation ("constipation"), adnexa uteri pain ("ovary pain"), abdominal pain lower ("cramping"), amnesia ("memory loss"), feeling abnormal ("brain fog"), ill-defined disorder ("illness"), inflammation ("inflammation"), abdominal distension ("upper gastric bloat/no hard, bloated/tight belly"), skin exfoliation ("head flaked constantly after essure"), seborrhoea ("head oily and gross"), adrenal disorder ("adrenal diseases"), memory impairment ("forgetful"), loss of libido ("loss of libido"), myalgia ("muscle pain"), food allergy ("food sensitivity"), depression suicidal ("suicidal depression"), premenstrual syndrome ("pms") and noninfective oophoritis ("ovaries inflamed") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (ablation, essure was removed via bilateral salpingectomy, on (B)(6) 2016 underwent hydrothermal ablation and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, gastrointestinal inflammation, inflammation and abdominal distension was resolving, the genital haemorrhage, device expulsion, urinary tract disorder, incontinence, female sexual dysfunction, procedural pain, dyspnoea, wheezing, cough, pruritus, urinary tract infection, autoimmune hypothyroidism, anxiety, depression, urinary incontinence, micturition urgency, headache, heart rate irregular, dysmenorrhoea, dyspareunia, visual impairment, fatigue, constipation, abdominal pain, arthralgia, back pain, breast swelling, hot flush, temperature intolerance, adnexa uteri pain, insomnia, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal, ill-defined disorder, skin exfoliation, seborrhoea, adrenal disorder, memory impairment, loss of libido, food allergy, depression suicidal, premenstrual syndrome and noninfective oophoritis outcome was unknown and the weight increased and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, adrenal disorder, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, back pain, breast swelling, constipation, cough, depression, depression suicidal, device expulsion, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, food allergy, gastrointestinal inflammation, genital haemorrhage, headache, heart rate irregular, hormone level abnormal, hot flush, ill-defined disorder, incontinence, inflammation, insomnia, loss of libido, memory impairment, menorrhagia, micturition urgency, migraine, myalgia, noninfective oophoritis, pelvic pain, premenstrual syndrome, procedural pain, pruritus, seborrhoea, skin exfoliation, temperature intolerance, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and wheezing to be related to essure. The reporter commented: had tubes and coils out with ablation yesterday (posted in social media on (B)(6) 2016), it was hot water ablation run their the uterus to remove the cells that grow the lining. Since having the surgery, the consumer´s symptoms were mostly resolved. Current weight 200 lbs. Right- 3 coils, left- 3coils. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming -menorrhagia,pelvic pain,dysmenorrhea,dyspareunia". ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media: genital haemorrhage, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal, ill-defined disorder, inflammation, device expulsion, procedural pain, abdominal distension, seborrhoea, skin exfoliation" lot number:678819. Manufacturing date:2009-10. Expiration date:2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("bleeding"), device expulsion ("devices that went into the sides of the uterus"), menorrhagia ("heavy menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included postpartum state and overweight. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodon), progesterone, ranitidine hydrochloride (zantac) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspnoea ("shortness of breath"), wheezing ("wheezing"), cough ("coughing"), pruritus ("itching"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), back pain ("back pain") and insomnia ("insomnia") and was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heartbeat"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems : depression"). In 2010, the patient was found to have weight increased ("weight gain") and experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) : uti"), visual impairment ("vision/eye problems: vision worsened") and alopecia ("hair loss"). In 2011, the patient experienced gastrointestinal inflammation ("gi inflammation"). In 2012, the patient experienced hot flush ("hot flashes") and temperature intolerance ("cold intolerance"). In 2012, the patient experienced breast swelling ("hormonal changes : breast swelling"). In 2012, the patient experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid") and fatigue ("adrenal fatigue"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("sexual dysfunction, which became progressively worse/apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes : urinary incontinence"), micturition urgency ("urinary urgency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), incontinence ("incontinence"), procedural pain ("painful post-operative recovery"), constipation ("constipation"), adnexa uteri pain ("ovary pain"), abdominal pain lower ("cramping"), amnesia ("memory loss"), feeling abnormal ("brain fog"), ill-defined disorder ("illness"), inflammation ("inflammation") and abdominal distension ("upper gastric bloat/no hard, bloated/tight belly") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (essure was removed via bilateral salpingectomy on (B)(6) 2016, on (B)(6) 2016 underwent hydrothermal ablation, ablation, underwent ablation and underwent surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, gastrointestinal inflammation, inflammation and abdominal distension was resolving, the genital haemorrhage, device expulsion, urinary tract disorder, incontinence, female sexual dysfunction, procedural pain, dyspnoea, wheezing, cough, pruritus, urinary tract infection, autoimmune hypothyroidism, anxiety, depression, urinary incontinence, micturition urgency, headache, heart rate irregular, dysmenorrhoea, dyspareunia, visual impairment, fatigue, constipation, abdominal pain, arthralgia, back pain, breast swelling, hot flush, temperature intolerance, adnexa uteri pain, insomnia, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal and ill-defined disorder outcome was unknown and the weight increased and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, back pain, breast swelling, constipation, cough, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal inflammation, genital haemorrhage, headache, heart rate irregular, hormone level abnormal, hot flush, ill-defined disorder, incontinence, inflammation, insomnia, menorrhagia, micturition urgency, migraine, pelvic pain, procedural pain, pruritus, temperature intolerance, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and wheezing to be related to essure. The reporter commented: since having the surgery, the consumer´s symptoms were mostly resolved. Current weight 200 lbs. Right- 3 coils, left- 3coils. Cross referenced with plaintiff case number : (B)(4) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming -menorrhagia,pelvic pain,dysmenorrhea,dyspareunia" ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media: genital haemorrhage, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal, ill-defined disorder, inflammation, device expulsion, procedural pain, abdominal distension" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters information was added. Per social media: upper gastric bloat/no hard, bloated/tight belly was added. She was recovering from the event. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('bleeding'), device expulsion ('devices that went into the sides of the uterus'), menorrhagia ('heavy menstruation / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included postpartum state and overweight. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodon), progesterone, ranitidine hydrochloride (zantac) and sertraline hydrochloride (zoloft). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspnoea ("shortness of breath"), wheezing ("wheezing"), cough ("coughing"), pruritus ("itching"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), back pain ("back pain") and insomnia ("insomnia") and was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heartbeat"). In (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems : depression"). In 2010, the patient was found to have weight increased ("weight gain") and experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) : uti"), visual impairment ("vision/eye problems: vision worsened") and alopecia ("hair loss"). In 2011, the patient experienced gastrointestinal inflammation ("gi inflammation"). In 2012, the patient experienced hot flush ("hot flashes") and temperature intolerance ("cold intolerance"). In 2012, the patient experienced breast swelling ("hormonal changes : breast swelling"). In 2012, the patient experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid") and fatigue ("adrenal fatigue"). On (B)(6)2014, the patient experienced female sexual dysfunction ("sexual dysfunction, which became progressively worse/apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes : urinary incontinence"), micturition urgency ("urinary urgency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), incontinence ("incontinence"), procedural pain ("painful post-operative recovery"), constipation ("constipation"), adnexa uteri pain ("ovary pain"), abdominal pain lower ("cramping"), amnesia ("memory loss"), feeling abnormal ("brain fog"), ill-defined disorder ("illness"), inflammation ("inflammation"), abdominal distension ("upper gastric bloat/no hard, bloated/tight belly"), skin exfoliation ("head flaked constantly after essure") and seborrhoea ("head oily and gross") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (ablation, essure was removed via bilateral salpingectomy, on (B)(6)2016 underwent hydrothermal ablation and ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, gastrointestinal inflammation, inflammation and abdominal distension was resolving, the genital haemorrhage, device expulsion, urinary tract disorder, incontinence, female sexual dysfunction, procedural pain, dyspnoea, wheezing, cough, pruritus, urinary tract infection, autoimmune hypothyroidism, anxiety, depression, urinary incontinence, micturition urgency, headache, heart rate irregular, dysmenorrhoea, dyspareunia, visual impairment, fatigue, constipation, abdominal pain, arthralgia, back pain, breast swelling, hot flush, temperature intolerance, adnexa uteri pain, insomnia, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal, ill-defined disorder, skin exfoliation and seborrhoea outcome was unknown and the weight increased and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, back pain, breast swelling, constipation, cough, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal inflammation, genital haemorrhage, headache, heart rate irregular, hormone level abnormal, hot flush, ill-defined disorder, incontinence, inflammation, insomnia, menorrhagia, micturition urgency, migraine, pelvic pain, procedural pain, pruritus, seborrhoea, skin exfoliation, temperature intolerance, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and wheezing to be related to essure. The reporter commented: had tubes and coils out with ablation yesterday (posted in social media on (B)(6)2016), it was hot water ablation run their the uterus to remove the cells that grow the lining. Since having the surgery, the consumer´s symptoms were mostly resolved. Current weight 200 lbs. Right- (B)(4) coils, left- (B)(4) coils cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming -menorrhagia,pelvic pain,dysmenorrhea,dyspareunia" ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media: genital haemorrhage, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal, ill-defined disorder, inflammation, device expulsion, procedural pain, abdominal distension, seborrhoea, skin exfoliation" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-oct-2019: with follow up received on 29-oct-2019 it was detected that this record was a duplicate to record # us-bayer-2019-201954 (medwatch 3500a MFR number 2951250-2019-11350) which will be deleted after all information was transferred to this record # us-bayer-2016-234339, which will be retained. New: social media reporter was added. New events added: skin exfoliation and seborrhoea. Comment added: "had tubes and coils out with ablation yesterday (posted in social media on 26-apr-2016), it was hot water ablation run their the uterus to remove the cells that grow the lining. " incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("bleeding"), device expulsion ("devices that went into the sides of the uterus"), menorrhagia ("heavy menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included postpartum state and overweight. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodon), progesterone, ranitidine hydrochloride (zantac) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspnoea ("shortness of breath"), wheezing ("wheezing"), cough ("coughing"), pruritus ("itching"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), heart rate irregular ("blood or heart disorder/condition type: irregular heartbeat"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), back pain ("back pain") and insomnia ("insomnia"). In february 2010, the patient experienced depression ("psychological or psychiatric problems : depression"). In 2010, the patient experienced weight increased ("weight gain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) : uti"), visual impairment ("vision/eye problems: vision worsened") and alopecia ("hair loss"). In 2011, the patient experienced gastrointestinal inflammation ("gi inflammation"). In 2012, the patient experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid") and fatigue ("adrenal fatigue"). In 2012, the patient experienced breast swelling ("hormonal changes : breast swelling"). In 2012, the patient experienced hot flush ("hot flashes") and temperature intolerance ("cold intolerance"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("sexual dysfunction, which became progressively worse/apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes : urinary incontinence"), micturition urgency ("urinary urgency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), incontinence ("incontinence"), procedural pain ("painful post-operative recovery"), constipation ("constipation"), adnexa uteri pain ("ovary pain"), abdominal pain lower ("cramping"), amnesia ("memory loss"), feeling abnormal ("brain fog"), hormone level abnormal ("hormonal imbalance"), ill-defined disorder ("illness") and inflammation ("inflammation"). The patient was treated with surgery (essure was removed via bilateral salpingectomy on (B)(6) 2016), surgery (underwent ablation), surgery (underwent surgery), surgery (on (B)(6) 2016 underwent hydrothermal ablation) and surgery (ablation). Essure was removed on 25-apr-2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, gastrointestinal inflammation and inflammation was resolving, the genital haemorrhage, device expulsion, urinary tract disorder, incontinence, female sexual dysfunction, procedural pain, dyspnoea, wheezing, cough, pruritus, urinary tract infection, autoimmune hypothyroidism, anxiety, depression, urinary incontinence, micturition urgency, headache, heart rate irregular, dysmenorrhoea, dyspareunia, visual impairment, fatigue, constipation, abdominal pain, arthralgia, back pain, breast swelling, hot flush, temperature intolerance, adnexa uteri pain, insomnia, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal and ill-defined disorder outcome was unknown and the weight increased and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, back pain, breast swelling, constipation, cough, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal inflammation, genital haemorrhage, headache, heart rate irregular, hormone level abnormal, hot flush, ill-defined disorder, incontinence, inflammation, insomnia, menorrhagia, micturition urgency, migraine, pelvic pain, procedural pain, pruritus, temperature intolerance, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and wheezing to be related to essure. The reporter commented: since having the surgery, the consumer´s symptoms were mostly resolved. Current weight 200 lbs. Right- 3 coils, left- 3coils cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming -menorrhagia,pelvic pain,dysmenorrhea,dyspareunia" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: genital haemorrhage, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal, ill-defined disorder, inflammation, device expulsion, procedural pain" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Concomitant medication added. Following event : did not undergo an essure confirmation test were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device expulsion ("devices that went into the sides of the uterus"), menorrhagia ("heavy menstruation / abnormal bleeding (menorrhagia)") and genital haemorrhage ("bleeding") in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state and overweight. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodon) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspnoea ("shortness of breath"), wheezing ("wheezing"), cough ("coughing"), pruritus ("itching"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), heart rate irregular ("blood or heart disorder/condition type: irregular heartbeat"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), back pain ("back pain"), hot flush ("hot flashes"), temperature intolerance ("cold intolerance") and insomnia ("insomnia"). In february 2010, the patient experienced depression ("depression"). In 2010, the patient experienced weight increased ("weight gain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) : uti"), visual impairment ("vision/eye problems") and alopecia ("hair loss"). In 2011, the patient experienced gastrointestinal inflammation ("gi inflammation"). In 2012, the patient experienced fatigue ("adrenal fatigue"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("sexual dysfunction, which became progressively worse"), urinary incontinence ("bladder or urinary problems or changes : urinary incontinence"), micturition urgency ("urinary urgency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"). On (B)(6) 2016, the patient experienced breast swelling ("breast swelling"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), incontinence ("incontinence"), procedural pain ("painful post-operative recovery"), constipation ("constipation"), adnexa uteri pain ("ovary pain"), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), amnesia ("memory loss"), feeling abnormal ("brain fog"), hormone level abnormal ("hormonal imbalance"), ill-defined disorder ("illness") and inflammation ("inflammation"). The patient was treated with surgery (essure was removed via bilateral salpingectomy on (B)(6) 2016), surgery (underwent surgery), surgery (on (B)(6) 2016 underwent hydrothermal ablation) and surgery (underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, gastrointestinal inflammation and inflammation was resolving, the device expulsion, urinary tract disorder, incontinence, female sexual dysfunction, procedural pain, dyspnoea, wheezing, cough, pruritus, urinary tract infection, autoimmune hypothyroidism, anxiety, depression, urinary incontinence, micturition urgency, headache, heart rate irregular, dysmenorrhoea, dyspareunia, visual impairment, fatigue, constipation, abdominal pain, arthralgia, back pain, breast swelling, hot flush, temperature intolerance, adnexa uteri pain, insomnia, genital haemorrhage, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal and ill-defined disorder outcome was unknown and the weight increased and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, back pain, breast swelling, constipation, cough, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal inflammation, genital haemorrhage, headache, heart rate irregular, hormone level abnormal, hot flush, ill-defined disorder, incontinence, inflammation, insomnia, menorrhagia, micturition urgency, migraine, pelvic pain, procedural pain, pruritus, temperature intolerance, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and wheezing to be related to essure. The reporter commented: since having the surgery, the consumer´s symptoms were mostly resolved. Current weight: 200 lbs. Right- 3 coils, left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming -menorrhagia, pelvic pain, dysmenorrhea, dyspareunia." ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: genital haemorrhage, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal, ill-defined disorder, inflammation, device expulsion, procedural pain." Most recent follow-up information incorporated above includes: on 7-jun-2018: events- "bleeding, cramping, memory loss, brain fog, hormonal imbalance, illness, inflammation, devices that went into the sides of the uterus, sore" added from social media report. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('bleeding'), device expulsion ('devices that went into the sides of the uterus'), menorrhagia ('heavy menstruation / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included multiparous (7). Concurrent conditions included postpartum state and overweight. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodon), progesterone, ranitidine hydrochloride (zantac) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspnoea ("shortness of breath"), wheezing ("wheezing"), cough ("coughing"), pruritus ("itching"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), back pain ("back pain") and insomnia ("insomnia") and was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heartbeat"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems : depression"). In 2010, the patient was found to have weight increased ("weight gain") and experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) : uti"), visual impairment ("vision/eye problems: vision worsened") and alopecia ("hair loss"). In 2011, the patient experienced gastrointestinal inflammation ("gi inflammation"). In 2012, the patient experienced hot flush ("hot flashes") and temperature intolerance ("cold intolerance"). In 2012, the patient experienced breast swelling ("hormonal changes : breast swelling"). In 2012, the patient experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid") and fatigue ("adrenal fatigue/being tired"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("sexual dysfunction, which became progressively worse/apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes : urinary incontinence"), micturition urgency ("urinary urgency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), incontinence ("incontinence"), procedural pain ("painful post-operative recovery"), constipation ("constipation"), adnexa uteri pain ("ovary pain"), abdominal pain lower ("cramping"), amnesia ("memory loss"), feeling abnormal ("brain fog"), ill-defined disorder ("illness"), inflammation ("inflammation"), abdominal distension ("upper gastric bloat/no hard, bloated/tight belly"), skin exfoliation ("head flaked constantly after essure"), seborrhoea ("head oily and gross"), adrenal disorder ("adrenal diseases"), memory impairment ("forgetful"), loss of libido ("loss of libido"), myalgia ("muscle pain"), sensory disturbance ("food sensitivity"), depression suicidal ("suicidal depression"), premenstrual syndrome ("pms") and noninfective oophoritis ("ovaries inflamed") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (ablation, essure was removed via bilateral salpingectomy, on (B)(6) 2016 underwent hydrothermal ablation and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, gastrointestinal inflammation, inflammation and abdominal distension was resolving, the genital haemorrhage, device expulsion, urinary tract disorder, incontinence, female sexual dysfunction, procedural pain, dyspnoea, wheezing, cough, pruritus, urinary tract infection, autoimmune hypothyroidism, anxiety, depression, urinary incontinence, micturition urgency, headache, heart rate irregular, dysmenorrhoea, dyspareunia, visual impairment, fatigue, constipation, abdominal pain, arthralgia, back pain, breast swelling, hot flush, temperature intolerance, adnexa uteri pain, insomnia, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal, ill-defined disorder, skin exfoliation, seborrhoea, adrenal disorder, memory impairment, loss of libido, sensory disturbance, depression suicidal, premenstrual syndrome and noninfective oophoritis outcome was unknown and the weight increased and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, adrenal disorder, alopecia, amnesia, anxiety, arthralgia, autoimmune hypothyroidism, back pain, breast swelling, constipation, cough, depression, depression suicidal, device expulsion, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal inflammation, genital haemorrhage, headache, heart rate irregular, hormone level abnormal, hot flush, ill-defined disorder, incontinence, inflammation, insomnia, loss of libido, memory impairment, menorrhagia, micturition urgency, migraine, myalgia, noninfective oophoritis, pelvic pain, premenstrual syndrome, procedural pain, pruritus, seborrhoea, sensory disturbance, skin exfoliation, temperature intolerance, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and wheezing to be related to essure. The reporter commented: had tubes and coils out with ablation yesterday (posted in social media on (B)(6) 2016), it was hot water ablation run their the uterus to remove the cells that grow the lining. Since having the surgery, the consumer´s symptoms were mostly resolved. Current weight 200 lbs. Right- 3 coils, left- 3coils. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming -menorrhagia,pelvic pain,dysmenorrhea,dyspareunia." ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media: genital haemorrhage, abdominal pain lower, amnesia, feeling abnormal, hormone level abnormal, ill-defined disorder, inflammation, device expulsion, procedural pain, abdominal distension, seborrhoea, skin exfoliation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- adrenal diseases, forgetful, loss of libido, muscle pain, food sensitivity, suicidal depression, pms and ovaries inflamed. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("heavy menstruation / abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state and overweight. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodon) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspnoea ("shortness of breath"), wheezing ("wheezing"), cough ("coughing"), pruritus ("itching"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), heart rate irregular ("blood or heart disorder/condition type: irregular heartbeat"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), back pain ("back pain"), hot flush ("hot flashes"), temperature intolerance ("cold intolerance") and insomnia ("insomnia"). In (B)(6) 2010, the patient experienced depression ("depression"). In 2010, the patient experienced weight increased ("weight gain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) : uti"), visual impairment ("vision/eye problems") and alopecia ("hair loss"). In 2011, the patient experienced gastrointestinal inflammation ("gi inflammation"). In 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("sexual dysfunction, which became progressively worse"), urinary incontinence ("bladder or urinary problems or changes : urinary incontinence"), micturition urgency ("urinary urgency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"). On (B)(6) 2016, the patient experienced breast swelling ("breast swelling"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems"), incontinence ("incontinence"), procedural pain ("painful post-operative recovery"), constipation ("constipation") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (essure was removed via bilateral salpingectomy on (B)(6) 2016) and surgery (on (B)(6) 2016 underwent hydrothermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine and gastrointestinal inflammation was resolving, the urinary tract disorder, incontinence, female sexual dysfunction, procedural pain, dyspnoea, wheezing, cough, pruritus, urinary tract infection, hypothyroidism, anxiety, depression, urinary incontinence, micturition urgency, headache, heart rate irregular, dysmenorrhoea, dyspareunia, visual impairment, fatigue, constipation, abdominal pain, arthralgia, back pain, breast swelling, hot flush, temperature intolerance, adnexa uteri pain and insomnia outcome was unknown and the weight increased and alopecia had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, breast swelling, constipation, cough, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, gastrointestinal inflammation, headache, heart rate irregular, hot flush, hypothyroidism, incontinence, insomnia, menorrhagia, micturition urgency, migraine, pelvic pain, procedural pain, pruritus, temperature intolerance, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and wheezing to be related to essure. The reporter commented: since having the surgery, the consumer´s symptoms were mostly resolved. Current weight 200 lbs. Right- 3 coils, left- 3coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming -menorrhagia,pelvic pain,dysmenorrhea,dyspareunia" quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: events- "abnormal bleeding (vaginal), shortness of breath, wheezing, coughing, itching, infection (bladder/urinary tract/vaginal) : uti, autoimmune disorder type of disorder: hypothyroid, anxiety, depression, urinary urgency, bladder or urinary problems or changes : urinary incontinence, migraines, headaches, blood or heart disorder/condition type: irregular heartbeat, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) ,vision/eye problems, fatigue, weight gain, constipation, hair loss, gi inflammation, abdominal pain, joint pain, back pain, breast swelling, hot flashes, cold intolerance, ovary pain, insomnia", reporter, concomitant condition added from pfs. On (B)(6) 2018: reporter, concomitant drug added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017 (not on 18-jan-2017) quality safety evaluation of ptc was received (narrative correction only due to internal review, it had already correctly been distributed in "date received" field before). Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A bilateral salpingectomy was performed to remove micro-inserts around 6 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between event and essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.